Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent lysis of sling and cystoscopy on (B)(6) 2008 due to obstructing suburethral sling. It was reported that the patient underwent vaginal exploration, urethral lysis (restricting urethral sling) on (B)(6) 2009 due to recurrent urinary tract infections, dysuria, suprapubic pain, back pain, bladder obstruction, and dysfunctional voiding. It was reported that the patient underwent fascial sling procedure on (B)(6) 2010 in order to harvest connective tissue and create a new sling. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent transvaginal excision contracted vaginal mesh on (B)(6) 2012 due to vaginal pain, contracted mesh s/p prior vaginal prolapse repair with posterior mesh.

Manufacturer narrative:
It was reported that patient underwent lysis of mesh on (B)(6) 2008.